Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/16/2021. H.6. Investigation:it was reported that the tip was bent. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The syringe barrel tip is damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process inducing the damage shown in the sample received. A device history record review was completed for provided material number 309654, lot number 1005581. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. No conditions that could induce a jam were observed. Alignment of the rails and conveyors were good. Product flow was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text: see h10.

Event description:
It was reported that syringe 60ml s/t latex free configure had a bent tip. The following information was provided by the initial reporter: " it was reported that the tip was bent. "

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 309654 and lot number 1005581. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10

Event description:
It was reported that syringe 60ml s/t latex free configure had a bent tip. The following information was provided by the initial reporter: " it was reported that the tip was bent. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that syringe 60ml s/t latex free configure had a bent tip. The following information was provided by the initial reporter: "it was reported that the tip was bent."